Event description:
This is a spontaneous case report received from a medical doctor in united states on 01-sep-2016 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, lot number 977932, for permanent contraception. In (B)(6) 2015 the patient experienced pain and abnormal bleeding. It was reported that hsg (hysterosalpingogram) done ((B)(6) 2013) and showed occlusion and placement. Reporter stated that he is doing surgery today to remove essure. The procedure is being done in about 1 to 2 hours from the time of this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and abnormal bleeding (seen as genital bleeding). At the time of this report, the reporter stated that essure was being removed. These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, patient experienced these events about 2 years after essure insertion. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Lot number 977932, manufacturing date apr-2012, expiration date apr-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint,we cannot exclude the possibility of having a technical issue involved in the complaint. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar adverse event cases with this batch did not result in an unusual pattern. Follow-up information was received on 01-nov-2016 from physician. Patient was presented with main complaint of deep dyspareunia and post coital pain. During surgery, the device on right side had partially penetrated through the corneal wall, covered by thin serosa of uterus. Both tubes were opened at connections to uterus and devices were pulled out laparoscospically. Patient reported resolution of symptoms. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and abnormal bleeding (seen as genital haemorrhage). Upon follow-up receipt, it was reported that during removal surgery, it was noticed that device on right side had partially penetrated through the corneal wall, covered by thin serosa of uterus (embedded device). Events were resolved. These events are anticipated in the reference safety information for essure. Pelvic pain and genital haemorrhage may occur with essure therapy. In this case, patient experienced these events about 2 years after essure insertion. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. The exact date and mechanism of device embedment were not reported. However, considering its nature, causality with essure was considered related. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. A new product technical analysis and further information are expected (uterine perforation questionnaire).